Event description:
It was reported that the patient had the system explanted approximately 2-3 weeks after implant due to an infection. The type of infection and location was unknown. It was noted that there was no alleged product issue. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3998, lot# lb8097, implanted: (B)(6) 2003, product type: lead. (B)(4).